Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Manufacture date: monitor - (B)(4) - 01/24/2012, belt - (B)(4) - 08/14/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. Per clinical review of the patient's continuous ECG recordings, the patient's rhythm degraded from atrial fibrillation (af) to ventricular tachycardia (vt) at 140 bpm-150 bpm with varying amplitudes and heart rate. The rhythm then slows to vt at 120 bpm with a pause and motion artifact. The patient was then seen in vt at 150 bpm. The patient then received a non-lifevest defibrillation. The patient's rhythm at time of treatment was vt at 150 bpm and the patient's post-shock rhythm was CPR/motion artifact. The patient's rhythm slows again to vt at 130 bpm with CPR/motion artifact. The rhythm then transitions to an idioventricular rhythm at 60 bpm slowing to an idioventricular rhythm at 40 bpm degrading to asystole until the electrode belt was disconnected on (B)(6) 2020. The lifevest properly detected vt. However, varying amplitudes, varying hr, and the fact that the hr was at or below the threshold for treatment prevented the lifevest from treating the patient. There is no indication that a device malfunction caused or contributed to the patient's death. Reporting event out of abundance of caution. Closing complaint.